Manufacturer narrative:
Slide tube weldment.

Event description:
It was reported the slide tube weldment was broken and the cot was stuck in place. There were no sharp edges. There was no reported patient involvement or adverse consequences.